Event description:
Stent delivery system worked fine but stent did not open.

Manufacturer narrative:
It was reported that stent delivery system worked fine but stent did not open. Through the attached photo, it is confirmed that stent was not expanded well. As a result of analysis of returned device, stent was returned in state of expanded. However, any part was still not expanded fully. Body fluids and/or bloods were congealed on the stent cover. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but if the stenosis is not severe, it could be better expanded at temperatures similar to body temperature than out of body. However, if stent expansion is temporarily restricted due to pressure of the patient lesions, it may take time for temperature differences and other reasons to fully expand, even though the stent is removed from the patient's body, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the returned stent in state of expanded, it is considered that the stent was expanded slowly due to the severe stenosis and as a result, the doctor has judged stent expansion fail. Also, based on the congealed bloods and body fluids on stent cover, it is assumed that the stent expansion may have affected even after it was removed out of the patient's body since blood and body fluids were applied on the stent cover before the stent expansion. Therefore, it is assumed that the stent was expanded, but it did not fully expand. This complaint couldn't know the root cause, but it is assumed that it was malfunction for device due to pressure of patient's lesion and congealed blood and body fluids on the stent coating. There will be continued to monitor the same or similar customer complaints.

Manufacturer narrative:
It was reported that, stent delivery system worked fine but stent did not open. Through the attached photo, it is confirmed that the stent was not expanded fully. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
Stent delivery system worked fine but stent did not open.